Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor glucose versus blood glucose value differences. Customer's blood glucose was 204 mg/dl. The customer was advised that sensor may be tracking changes in glucose the customer was advised that the device was alerting because it was in threshold suspend and can't be silenced. The customer was advised to speak to healthcare provider.